Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the hospital after receiving multiple inappropriate hv therapies for atrial fibrillation with rapid ventricular response. Programming changes were recommended.